Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced post-op condition with cyst formation. (B)(6) 2006, right knee arthroscopic and open acl reconstruction. (B)(6) 2006, new trauma, hyperextension of knee, MRI indicates that acl repair is intact, bone marrow edema in the medial femoral condyle, soft tissue and edema swelling. (B)(6) 2006, a little bit of pain and a bump over the tibial incision site. (B)(6) 2007, MRI indicates that interosseous cyst within the proximal tibia at the site of the tibial screw. The cyst is up to 4.0cm in largest diameter. (B)(6) 2008, MRI indicates that the cyst within the femoral and tibial tunnel is slightly smaller since (B)(6) 2007. (B)(6) 2010, MRI indicates that stable appearance of the right knee since 2008, the cyst within the femoral and tibial tunnels of the acl graft are unchanged.